Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse performed pm (preventive maintenance) procedure, replaced carbon bridge and cracked flowcell to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported erroneous ise (ion-selective electrode) patient results generated on the unicel dxc 800 pro synchron system. The erroneous results were not released from the laboratory. There was no effect to patient treatment in connection to the event. Quality control was within specification prior to event.